Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1018903 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1018903 and test base part number 190-430 / lot 1018903. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1018903 showed that the complaint rate is (B)(4).

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal kitted swab. . Repeat testing was performed with negative results. Confirmation testing on nasopharyngeal and throat swab with pcr generated negative results. The customer stated the patient was asymptomatic.with no close contact. By 48 hours due to the false positive result. The patient was discharged (B)(6) 2021 following the delayed surgery. Per the customer, no patient harm occurred.